Event description:
It was reported that within approximately a month of implant a radiology report indicated the right ventricular lead "looks like the screw is through". It was noted that all measurements were appropriate when the device was interrogated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was damaged guidetooth and there was apparent explant damage.